Event description:
It was reported that the procedure was to treat the left common iliac artery. Pre-dilatation was performed using an armada 35. Reportedly, the stent was stuck in the end of the sheath and not on the balloon. The balloon was inflated, but because the stent was not on the balloon it did not expand. The system was removed as a single unit. A non-abbott stent was used to successfully complete the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The otw omnilink elite was returned and the reported dislodgement was not able to be confirmed; however, the stent implant was loose on the balloon. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.